Event description:
The customer reported that every time a meal bolus was administered, it took a long time for blood glucose to adjust, leading to high blood sugar spikes. The reported blood glucose levels did not exceed 500 mg/dl or fall below 54 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level outside of the normal range. The pump was operating correctly, and the customer planned to use multiple daily injections over the weekend until further follow-up was arranged with technical support on monday. The support team conducted a supplies and system check but found no issues and advised the customer to avoid inserting the device into scar tissue, which the customer acknowledged.